Event description:
It was reported the atrial pace light is not flashing, and the device does not show output on the simulator. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The epg (external pulse generator) passed electrical testing. However, when the epg was opened, both locks on the upper connector of the liquid crystal display (lcd) were found open, and the board flex cable was loose, which could cause intermittent operation. The battery contacts were also found to be compressed, the battery drawer o-ring was missing, the upper and lower cases and side bail covers were broken, the ring cover and lead flex cover were contaminated, and the keyboard was out of specification mechanically (not intact and overlapping).

Event description:
It was reported the atrial pace light is not flashing, and the epg (external pulse generator) does not show output on the simulator. The epg was returned for repair. There was no patient involvement.